Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with two 400cc mentor memorygel breast implant prostheses and suffered several unexplained systemic symptoms, including unspecified illness, gastrointestinal issues, inflammation, eczema, fatigue, muscle pain, joint pain, and itching. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral removal without replacement on (B)(6) 2022. Upon explantation, the left-sided device was found to be ruptured. The event date was estimated as (B)(6) 2018 based on available information. This report is for the left-sided prosthesis.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. Health effect - clinical code (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 31-mar-2022, mentor received additional information regarding the patient¿s symptoms. The patient experienced brain fog, hearing problems, sinus infection, gastroesophageal reflux, burns, bruising, and breast asymmetry. On 8-apr-2022, mentor received additional information regarding the patient¿s symptoms. The patient¿s symptoms were improved after the revision surgery. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On april 25, 2022, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the smooth hpg, 400cc breast implant was found to be ruptured. A microscopic examination was performed, and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause the implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This supplemental report is for the left-sided prosthesis. Manufacturer's reference number: (B)(4).